Event description:
It was reported that the customer was hospitalized for hypoglycemia, with a blood glucose reading of 59 mg/dl. The customer stated the night before the event, she had a blood glucose reading of 64 mg/dl which she treated with glucose tablets. Subsequently, her blood glucose reading went up to 396 mg/dl and she treated that with 3.7 units of insulin from her insulin pump, which brought her blood glucose level to 110 mg/dl. The customer also stated that she uses a model mmt-864 sure-t infusion set and that she last changed her infusion set the day before the event. Programming was correct. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.